Manufacturer narrative:
H10: h2: additional information: b5. Corrected data: e1 and h6: health effect - impact code.

Event description:
It was reported that during a shoulder cuff repair, in which the insertion site was prepared with a 4.5mm awl, a twinfix ultra anchor broke; however there were no broken pieces required to be retrieved from the patient. Surgery resumed after a non-significant delay with a back-up device used in the originally drilled bone hole; therefore no voids were left in the patient whose bone quality was normal and current health status good. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the proximal end of the anchor held in place by the deformed prong on the distal end of the insertion device, this failure has been determined to be related to the reported event. The distal end of the anchor and the suture strings were not returned. There is debris on all returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder cuff repair, a twinfix ultra anchor broke. Surgery resumed with a back-up device; however it is unknown if there was any delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).